Manufacturer narrative:
Results - lead has two kinks in the lead body, one at about 19.6 cm and another at about 20.3. The lead has broken wires and also there is fluid intrusion. Lead fails continuity testing. It is unk from visual examination what caused the lead to kink and the wires to break. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The scs system was implanted in the pt on (B) (6) 2008. It was reported that the pt experienced lead migration after he received a deep tissue massage. The lead was replaced on (B) (6) 2008. The explanted lead (lot number not recorded) was returned to ans for analysis. No add'l events for this patient have been reported since the lead replacement.